Event description:
Additional information received reported that the troubleshooting done to provide insight to the issue was an x-ray and reprogramming. The action taken to resolve the event was that the patient was referred to another health care provider (hcp) for replacement. The cause of the event was determined. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3889-28, lot# va09xuu, implanted: 2013 (B)(6); product type lead product ID 3889-28, lot# va02uvj, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3058, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 3889-28, lot# va09xuu, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that last month, patient started to experience tremors (or jerks) on the left side of the body. The patient had seen a neurologist and had an eeg performed at hospital over a three day period to rule out seizures and they were not having seizures. The tremors are still occurring. They are present on the left side of body where the device is. The patient had not increased the intensity of the devices and had changed the programs but the tremors still occurred. The patient had even turned off the devices for a short period of time. The patient had been instructed by their primary health care provider and their neurologist to contact the manufacturer and to discuss the possible that the jerks can be from interstim device. It was reported 4 days later that patient was offered to meet with the health care provider and the manufacturer representative to interrogate the device. The efficacy of the device was better the 50 % and was not the issue. The device was turned off for a period but the muscle spasms continue. It was further reported that one of the patient¿s devices was damaged and they needed to have it replaced in september of this year. The patient had a bent wire and a bent battery after they fell in (B)(6) 2013, so that was why it was replaced in september. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.